Event description:
A 39 year old white female g2p2 status post bilateral subglandular inframammary mcghan gels (questionable size) for augmentation on 12/13/77. Encapsulation which was ultimately treated with replacement. No capsulotomy on 9/30/82. (Questionable type/size/manufacturer - no records). Rehardened within 2 yrs. Bilateral open capsulotomies in 1987 were successful. Denies decreased size or history of trauma except closed capsulotomies in 1986. Complains of local pain treated "tr". Complaints of systemic problems, arthralgias (positive morning stiffness), myalgias, paresthesias, spasms, dysesthesias, swelling, fatigue, sleep disturbances, hot flashes, sweats, headaches, temporomandibular joint disease, visual problems, dizziness, memory loss, dry eyes, hair loss, oral sores, rashes, sensitivity to sun/cold/chemicals, positive raynauds, shortness of breath, gastrointestinal and genitourinary problems, menstrual disturbances, decreased libido and easy bruising. Otherwise healthy.